Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical trach tube cuff was not inflating. No adverse patient effects were reported.

Manufacturer narrative:
One tracheostomy tube was leak tested and both the proximal and distal fome-cufs inflated and deflated as intended. No defect was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.